Event description:
It was reported that smoke was seen on surgical field. Broken cord plus electrode with machine in or. The cord malfunctioned during the middle of the procedure. No injury to the patient.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The complaints describe that there were issues with uh801, 27040eb and 27040nb/6. Furthermore, it was reported that during a case , smoke was seen on surgical field. Broken cord plus electrode with machine in or. The cord malfunctioned during the middle of the procedure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is to correct section b3 of the initial MDR to reflect the accurate event date. Evaluation was done as part of a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).